Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(sl) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro dissection tip was coming off in pt; was hanging off the end. No pieces detached in the pt, therefore, nothing needed to be retrieved. A replacement unit was used to complete the procedure. Maquet cardiovascular anticipates return of the product in question.